Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. A broken piece measuring approximately 0.40" x 0.10" was not returned. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace blade fractured. The procedure was completed using a backup harmonic ace instrument with no reported injury.